Event description:
During ptca, the balloon ruptured at 10 atms on the third inflation. The pressures reached on the first two inflations are unknown. The lesion being treated was a very tortuous, calcified and 90% stenotic lesion in the distal rca. The procedure was successfully completed with another maverick2 balloon catheter. A 7f terumo introducer sheath, a 7f camino guide catheter, a neos soft guide wire and an encore inflation device were also used in the procedure. No pt injuries or complications were reported.